Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant critical pump error alarm (open book image). Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Pump error (open book image) alarm confirmed due to moisture damage found at the pcb1 and pcb2. Unable to confirmed pump error 35 due to pump error (open book image) alarm. Damage (physical or cosmetic) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 (a broken force sensor was detected during seating or regular delivery), damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1782kl. Troubleshooting was performed. Customer reported physical damage crack on the pump, location of the damage near the battery compartment. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1782kl was requested and customer response was the device will be returned.